Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor siltex round moderate profile 350 cc saline prosthesis and experienced a deflation post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On 2/14/2018 additional information was received. The device was replaced with a mentor round moderate profile 350cc saline prosthesis on (B)(6) 2018. The device was inflated to 400ccs and there were no procedural complications. Manufacturer¿s reference number: (b((4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 8/7/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor siltex round moderate profile 350 cc saline prosthesis and experienced a deflation post procedure. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation team discovered a rent measuring approximately 0.2 cm within an area of siltex cracking on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/22/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).